Manufacturer narrative:
This report is submitted as a follow-up to correct previously reported information in the original submission. The updates are in fields d4; g2; h4; and h8.

Event description:
It was reported that a pump user experienced progressive hyperglycemia following an infusion set change, with later identification of a twisted/kinked infusion site and subsequent admission for diabetic ketoacidosis; the device was removed during hospitalization and later resumed, and a switch to a steel infusion set was prescribed. Symptoms included high blood glucose, positive ketones, and emesis during recovery after reinitiation. Outcomes included hospitalization with ICU care and recovery with the pump resumed. Investigation included review of uploaded device data, cgm reports, and case documentation by clinical and support teams. Investigation of this case revealed no evidence of device or algorithm malfunction and suggested insulin delivery interruption due to infusion site failure, with appropriate correction behavior when the system was functioning. It was concluded that hyperglycemia leading to dka was most consistent with infusion site failure and user troubleshooting challenges, with device function considered normal post reset and software update. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.